Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, when the device was being used to cut off the gastric tissue, it could not be fired normally. The surgeon was able to press the green button but was not able to squeeze the handle. Replaced one reload at first, but still was unable to fire, then replaced by another device and it could be fired normally. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was partially fired. Microscopic evaluation noted that the loading unit had damage to the cutting edge of the knife blade. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was overridden, and the loading unit was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.